Event description:
Premature failure of perimount bovine pericardial valve. Surgical implanted (B)(6) 2009. On (B)(6) 2012 - dr (B)(6). On(B)(6) 2012 - dr (B)(6). On (B)(6) 2012 - dr (B)(6). She did fairly well for yrs but started developing severe pi and rv dysfunction and almost three yrs ago she had a 27 paramount pericardial placed. She initially did quite well but over the last six months to a yr she has had destruction of the valve and she has regained this pi and has regained a lot of her symptoms. She has been quite symptomatic and she is starting to show a little bit of rv dilatation. I am a little perplexed why after two yrs this valve completely fell apart. Diagnosis or reason for use: pulmonic insufficiency; right ventricular dilation. Abated after use stopped or dose reduced: yes.